Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 700cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during an implant exchange surgery on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 800cc saline breast prostheses.